Manufacturer narrative:
Three (3) actual samples were received for evaluation. A visual inspection was performed using the naked eye which revealed that parts of the tubing had been caught in the seal during the pouching process. The reported condition was verified during visual inspection. No functional testing was performed. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that parts of the tubing in three (3) continu-flo solution sets were deformed; further described as the ¿tubing in small section appears to be flat and joined preventing fluid flow¿. This was identified during priming. There was no patient involvement. No additional information is available.